Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. As relevant clinical information related to the event was not provided, the root cause of the stroke/cva could not be determined. The root cause of the vf/vt/af/at was not determined because the necessary information was not provided, and the device was not returned. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 57-year-old male patient on impella 5.5 support experienced ventricular tachycardia and suction events. The impella positioning was checked and appeared to be in the correct positioning. Three days after these events, the physician removed the impella from direct placement and the patient had a severe middle cerebral artery (mca) stroke with bleeding and the patient ultimately expired. The physician believed that impella was the cause of stroke upon removal.